Event description:
Contact requested information regarding a reverse correction because the customer's blood glucose level (bg) was 40 mg/dl. Tandem technical support explained the reverse correction feature and the contact was satisfied. The contact reportedly was not aware that the pump would only adjust the bolus if bg levels were below 70 mg/dl.

Manufacturer narrative:
The t: slim pump user guide states that the pump only reduces boluses when the customer's blood glucose level is below 70 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.